Event description:
It was reported that during preparation for a recanalization procedure of a calcified target legion in the superficial femoral artery, the guidewire allegedly was unable to insert into the guidewire lumen. The tip of the catheter was allegedly found misaligned from the catheter. It was further reported that another device was used to complete the procedure. There was no patient involvement.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 14s cto recanalization catheter was returned for evaluation. Under microscopic observation, it was noted that the distal tip was separated from the outer catheter but still attached to the inner core wire. Therefore, the investigation is confirmed for the material separation, as the tip had a material separation. However, the investigation is inconclusive for the device- device incompatibility, as functional testing could not be performed due to the condition of the device. A definitive root cause for the reported device- device incompatibility and material separation issue could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the crosser cto recanalization catheters that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheters are identified in d2 and g4. H10: d4 (expiry date: 06/2023). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the crosser cto recanalization catheters that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheters are identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 06/2023).

Event description:
It was reported that during preparation for a recanalization procedure of a calcified target legion in the superficial femoral artery, the guidewire allegedly was unable to insert into the guidewire lumen. The tip of the catheter was allegedly found misaligned from the catheter. It was further reported that another device was used to complete the procedure. There was no reported patient involvement.